Manufacturer narrative:
The tech used a mattress refurbish kit to repair the bed.

Event description:
Info received indicates the mattress ticking is breaking down and blood is seeping through the ticking, fire barrier and foam.